Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation from the lifevest. The patient had sores on his chest under the garment hooks. The area was described to have two small open skin sores. The patient's daughter placed a band-aid over the sores to keep the garment from rubbing. The patient reported that originally the cardiologist advised the patient to continue wearing the device and did not prescribe any medication. After a second follow up, the cardiologist advised the patient he could remove the device while at home but to wear the device when going out due to the sores. During a follow up, the patient's daughter reported that the sores were healed.